Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = missing. Customer returned insulin pump for an alleged pump error 43 alarm found on (B)(6) 2021. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected pump error 43 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history file/ trace found (22) pump error 43 alarms in the insulin pump history file started on (B)(6) 2021 at 8:34 to 20:09. Insulin pump was cut open to perform visual inspection and moisture damage found on the electronic assembly on electrical board/ motor assembly/ force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within specification range (22.8mv). Insulin pump received with missing retainer ring. Unable to perform displacement test, occlusion test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked select button keypad overlay, scratched case and minor scratched liquid crystal display window. Pump error 43 alarm was confirmed due to moisture damage. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.